Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed. Upon inspection, a hole in the cylinders was identified. There were no patient complications related to the event.